Manufacturer narrative:
Based on the available details, the evaluation determined the device is out of warranty and cannot be repaired. The customer was advised to remove the device from service. Based on the information available, the potential cause of the reported problem was a potential component failure, however it is not possible to determine the exact component failure since the device is end of life, no longer serviced. The customer was advised to remove the device from service. The customer was advised to remove the device from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the AED screen is very dim to read.